Manufacturer narrative:
Investigation revealed that there was no system malfunction. It was reported to globus medical that both implants at l2 were removed and replaced and that l1-r was placed freehand using traditional methods. An investigation of the case logs revealed that the root cause was an ict fixture registration shift that caused a loss of navigational integrity. The system correctly alerted the user to a potential registration shift with a warning message: "patient reference unreliable". When presented with this warning, the user should perform a landmark check on patient anatomy before proceeding with the placement of screws. This can occur when the ict moves after the surgical snapshot is taken and before a spin is sent to excelsiusgps. Ict shifts can lead to a loss of navigational integrity. In the event that a registration shift occurs, it is recommended to perform a landmark check before proceeding. The user cleared the warning and proceeded with navigation. The misplaced implants at l1 and l2 were replaced under fluoro with no adverse effects to the patient reported. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that the navigation screen displayed the instrument (physically through the end effector) drifting lateral to the plan. The drift was smooth and the instrument was being tracked the whole time. X-rays confirmed the screw placement was not lateral, but was close to plan if not slightly medial to plan. L1 left (placed by robot and left in final accurate position) ; l2 left (placed by robot, looked slightly medial, stimulated at 16 by ionm, was replaced by free hand technique using fluoro guidance under an abundance of caution, final screw placement stimulated at 20, smaller screw than originally placed with robot) ; l2 right (placed by robot, looked accurate to plan, stimulated at 20, was replaced by free hand technique using fluoro guidance under an abundance of caution, final screw placement stimulated at 20, smaller screw than originally placed with robot) ; l1 right (not placed by robot, placed by frehand technique using fluoro guidance).